Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was a unable to get an ECG reading. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.

Manufacturer narrative:
Patient code updated to reflect patient involvement.